Event description:
A pump replacement was initially reported on (B)(6) 2014 with no patient adverse event or device malfunctions stated. Patient outcome at the time was reported as recovered without sequela and sustained no injury. As of the date of this report, it was reported that the pump was replaced due to regular battery longevity, however per reporter patient had ¿issues¿ and indicated that ¿the pump was not working properly in (B)(6) 2008.¿ patient went through withdrawal and punched a hole in the wall. Drug in the pump at the time was dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4). Analysis of the pump revealed no anomaly, normal device function.